Manufacturer narrative:
Corrections: please make the following corrections as the complaint device is being changed to the inratio monitor: (B)(4). Investigation: the meter associated with the complaint was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. Investigation of the returned meter resulted in successful passing of functional testing, but failure in thermistor heater plate testing. Thermistors a and b both failed to meet specification. (B)(4) was opened to investigate the impact of heater plates that fail to reach temperature. Statistical analysis of testing performed as part of an extended complaint failure investigation (reference (B)(4)) found there to be no significant difference in inr values between returned meters that failed the heating specification and meters that passed the heating specification. The impedance curve for the customer's inratio's inr result of 2.9 was analyzed. A weak-slope change was identified in the curve, which may have made it difficult for the meter to determine an inflection point, causing the meter to determine the pt point earlier than it should have. CAPA-(B)(4) has determined that impedance curves with weak slope change can cause discrepant results. This CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. The patient had thyroid dysfunction at the time of the alleged discrepant result, and was admitted to the hospital for pneumonia and strep throat two days after this same result was obtained. CAPA-(B)(4) has identified conditions associated with severe infection and acute or chronic inflammation as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. A possible root cause to the complaint are the patient's conditions of pneumonia and strep throat which may have contributed to an impedance curve that exhibited a weak-slope change. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Manufacturer narrative:
As of 03/16/2015, the product has not returned for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Further investigation will continue under CAPA-(B)(4).

Event description:
Caller alleged discrepant inratio results. Results as follows: date, inratio, lab: (B)(6), 2.9 , 7.8; (B)(6), 7.3; (B)(6), 1.7. Time between tests on 1/5: 5 hours. Therapeutic range: 2.5-3.5. Patient self tester was taken to the ER (B)(6) due to swelling of the foot. While at the ER, blood work was done. The patients mother stated something was not working at the hospital and they were unable to get lab results. The patient went home, tested on their inratio monitor and took 3mg coumadin that night. On (B)(6) the hospital called to inform the patient of the lab results from (B)(6). The patient attempted to test again on the inratio monitor but received two qc2h errors and went to the lab for testing. The patient was given vitamin k on (B)(6).

Manufacturer narrative:
Pending device return/investigation.